Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was sticking; all other buttons functioned as expected. The patient denied trauma to the pump and denied tearing or peeling of the keypad rubber. The patient wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and contrast keypad buttons had intermittent response and required excessive force to evoke a response. All of the other keypad buttons were normally responsive and had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, down arrow and up arrow keypad buttons.